Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to the customer site. The fse evaluated the iabp unit and discovered low helium alarm was shown on print out. The fse tested device per manufacturer specifications but could not duplicate the issue. The fse completed 7 iabp disconnects and autofills. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported during use on a patient that cardiosave intra-aortic balloon pump (iabp) alarmed low helium after two disconnects. This occurred during patient transport. There was no harm or injury to the patient and no adverse event was reported.